Event description:
During surgery the device's center nut flange separated when tightened. When removal was attempted, one outside lock screw would not back out and stripped making removal impossible. The surgeon had to leave the device in without the center nut being tight.